Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implanted catheter became dislodged from the intrathecal space and migrated toward the pump pocket. A catheter revision surgery was performed on (B)(6) 2015 where the catheter was replaced with a new catheter. The patient has since continued therapy.